Event description:
Following a diagnostic cath procedure on 08/19/97, an angio-seal device was placed via the right groin and hemostasis was successfully achieved. On 08/20/97 the pt had a left common carotid stent placed via the left groin and a hematoma developed. On 08/21/97 a left carotid endarterectomy was performed. The hematoma in the left groin region was noted to be stable, although still very evident. The hosp staff wanted to monitor the pt hemodynamically, therefore a femoral arterial line was place via the right femoral artery. The pt chart reflects vascular compromise in the right, leg, post-arterial line placement. Following removal of the arterial line, severe vascular compromise was noted. On 08/22/97 a thrombectomy of the right common femoral artery was performed. The surgical report was as follows "severe atherosclerosis and a total occlusion of the superficial femoral artery, severe atherosclerotic plaque disrupted in the common femoral artery and profunda femoral", and "a plastic dacron foreign body in the common femoral artery lumen was removed". On 08/25/97, an ultrasound in the left (non angio-seal) leg revealed a large pseudoaneurysm. On 08/26/97 repair of the psueodoaneurysm (left) and the common femoral vein (left ) were performed, and a blood transfusion was administered. No further info is available, pending pt's consent.